Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration/perforating her right fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), alopecia ("alopecia"), pruritus generalised ("generalized itching"), angioedema ("facial angioedema"), headache ("headache"), fatigue ("chronic tiredness") and unevaluable event ("aesthetic damage"). The patient was treated with surgery (total hysterectomy with double laparoscopic adnexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, swelling, metrorrhagia, alopecia, pruritus generalised, angioedema, headache, fatigue and unevaluable event outcome was unknown. The reporter provided no causality assessment for alopecia, angioedema, fallopian tube perforation, fatigue, headache, metrorrhagia, pelvic pain, pruritus generalised, swelling and unevaluable event with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 1460 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration/perforating her right fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), alopecia ("alopecia"), pruritus generalised ("generalized itching"), angioedema ("facial angioedema"), headache ("headache"), fatigue ("chronic tiredness") and unevaluable event ("aesthetic damage"). The patient was treated with surgery (total hysterectomy with double laparoscopic adnexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, swelling, metrorrhagia, alopecia, pruritus generalised, angioedema, headache, fatigue and unevaluable event outcome was unknown. The reporter provided no causality assessment for alopecia, angioedema, fallopian tube perforation, fatigue, headache, metrorrhagia, pelvic pain, pruritus generalised, swelling and unevaluable event with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration/ perforating her right fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), pruritus ("generalized itching"), angioedema ("facial angioedema"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), swelling ("swelling"), alopecia ("alopecia") and fatigue ("chronic tiredness"). The patient was treated with surgery (total hysterectomy with double laparoscopic adnexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, pruritus, angioedema, intermenstrual bleeding, headache, swelling, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, angioedema, fallopian tube perforation, fatigue, headache, intermenstrual bleeding, pelvic pain, pruritus and swelling with essure. The reporter commented: esthetic damage was also reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2022: reporter name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration/ perforating her right fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), pruritus ("generalized itching"), angioedema ("facial angioedema"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), swelling ("swelling"), alopecia ("alopecia") and fatigue ("chronic tiredness"). The patient was treated with surgery (total hysterectomy with double laparoscopic adnexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, pruritus, angioedema, intermenstrual bleeding, headache, swelling, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, angioedema, fallopian tube perforation, fatigue, headache, intermenstrual bleeding, pelvic pain, pruritus and swelling with essure. The reporter commented: esthetic damage was also reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration/ perforating her right fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), pruritus ("generalized itching"), angioedema ("facial angioedema"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), swelling ("swelling"), alopecia ("alopecia") and fatigue ("chronic tiredness"). The patient was treated with surgery (total hysterectomy with double laparoscopic adnexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, pruritus, angioedema, intermenstrual bleeding, headache, swelling, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, angioedema, fallopian tube perforation, fatigue, headache, intermenstrual bleeding, pelvic pain, pruritus and swelling with essure. The reporter commented: esthetic damage was also reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.